Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The device received pump error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed backup battery failure after replacing the battery in a timely manner. Customer states that internal power source is unable to charge and notification light did not stop flashing immediately. The customer¿s blood glucose level was 190mg/dl at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised to monitor the pump and call back if issue persists again. The insulin pump will not be returned for analysis